Event description:
Information received from the field does not address the patient's clinical status but notes that the patient presented to the doctor's office with the device exhibiting dashes (---) for some parameters.